Manufacturer narrative:
Abbot has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2 . Reference MFR report #: 1627487-2017-06039. It was reported the patient was not receiving effective stimulation and experienced discomfort in the low back and left leg. Multiple reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) wherein patient¿s system was explanted.